Event description:
Report 2 of 2. It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube that there were erroneous results. No patient impact. The following information was provided by the initial reporter: patient 2: lot 3048768 , "pst chem results appeared as it was collected using edta,", "ca was critical low and k critical high" customer states another instance where chemistry results reflected as edta tube; ca was critical low and k critical high. No results were reported, both patients were recollected.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples of the incident lot were visually inspected with no issues identified. Additionally, 5 retention samples were functionally tested for heparin activity and all were within specification. Clinical testing was also performed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-sodium, chloride, calcium, and potassium) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Educational materials are attached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube that there were erroneous results. No patient impact. The following information was provided by the initial reporter: patient 2: lot 3048768 , "pst chem results appeared as it was collected using edta,", "ca was critical low and k critical high" customer states another instance where chemistry results reflected as edta tube; ca was critical low and k critical high. No results were reported, both patients were recollected.